Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic subacute type b dissection using gore® tag® conformable thoracic stent graft with active control system with one debranch bypass. The gore® tag® conformable thoracic stent graft with active control system, which was implanted proximally, partial covered the left common carotid artery. An angiography revealed the blood flow of the left common carotid artery was impaired. A gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the left carotid artery and the blood flow was improved. The patient tolerated the procedure.